Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed pressure testing. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that the device failed pressure testing. No previous repairs were noted in the last 12 months. No information related to the reported issue was found in review of event history. Visual and functional testing was performed. The reported issue was replicated through downstream occlusion test. The cause of the reported issue was the cam shaft not working properly. The reported issue was resolved by replacing the cam shaft.